Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity I ca 19-9xr result for an 83-year-old female patient who undergoes regular testing every six months or so. Due to the elevated alinity I ca 19-9xr result, the follow-up testing period was reduced, and the patient was tested again on (B)(6) 2023 which showed a lower result. It is unknown if the patient was diagnosed with pancreatic cancer. The following data was provided: ca 19-9xr result (2 months prior) = 90 u/ml. Follow-up result = (B)(6) 2023 ca 19-9xr result = 17 u/ml. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, ticket trending review, device history record review, and labeling review. An in-house testing of retained reagent kit was also completed. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with the alinity I ca 19-9xr reagent and complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. Accuracy testing was also performed to evaluate the performance of alinity I ca19-9xr assay. Since the likely cause lot is unknown, a representative lot was selected for the testing. An internal ca 19-9xr panel was tested with retained kits of the representative lot. Acceptance criteria was met, which indicates acceptable product performance. Based on this investigation, no systemic issue or deficiency was identified for the alinity I ca 19-9xr assay, reagent lot unknown.

Event description:
The customer observed falsely elevated alinity I ca 19-9xr result for an(B)(6)female patient who undergoes regular testing every six months or so. Due to the elevated alinity I ca 19-9xr result, the follow-up testing period was reduced, and the patient was tested again on (B)(6)2023 which showed a lower result. It is unknown if the patient was diagnosed with pancreatic cancer. The following data was provided: ca 19-9xr result (2 months prior) = 90 u/ml follow-up result = 23may2023 ca 19-9xr result = 17 u/ml no impact to patient management was reported.